Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and observed cuvettes overflowed, the vacuum pumps obstructed, and a tubing twisted. The fse cleaned the cuvettes and vacuum pumps and sorted out the tubing to resolve the issue. The fse performed calibration and quality control, which all passed. The fse observed no further leaking and verified analyzer resumed to normal operation. Based on the available information, no parts were replaced during service. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is 13732577611. The beckman coulter internal identifier is case-2023-02281213.

Event description:
On (B)(6) 2023, the customer only reported photometer failures on their au5800 clinical chemistry analyzer. Their laboratory had a pipeline leakage and insufficient negative pressure on the analyzer. The customer was unable to run patient samples and had to stop the analyzer. On (B)(6)2023, beckman became aware that there was a delay to patient result processing, multiple patients were delayed in surgery for one day. The number of patients which experienced a delay is surgery was not provided. The customer reported this adverse event to the national medical products administration (nmpa) for the reported delay in patient surgery. The customer indicated the patients were not harmed. There was no report of death or further impact to the patients associated with this event. The customer did not provide patient information or demographics.